Manufacturer narrative:
No sample or lot number info provided for the co's eval. The incoming qa records were reviewed and the records showed, there have been no rejects written for this type of issue in the past two years. The inspection showed tensile values exceeding the minimum break strength permitted by the specification. Instructions for use state that to avoid the possibility of drain damage or breakage: avoid suturing through drains. Drains should lie falt and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. A warning states "surgical removal may be necessary if drain is difficult to remove or breaks".